Event description:
A 68 year-old male was originally implanted on october 30, 1996. His system functioned normally and there were no reports of any problems from the time of implant until september 15, 1998. On that day, pt fell down while he was in the shower. His system immediately ceased functioning. The patient did not go the implant center for device evaluation until september 24, 1998. Testing conducted by the center's audiologist confirmed the device was no longer functioning. Explantation/reimplantation took place on october 7, 1998. Pt was reimplanted with another clarion device.